Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: it was found that the device could not be primed. Upon further examination, it was noted that the cocking slide and sleds were deteriorated, not allowing the device to lock into place. Additionally, the status indicator was worn and the stylet catch release was found to be out of the revised tolerance requirement. It is likely that the stylet catch release and/or the deteriorated cocking slide and sleds contributed to the reported event. However, the definitive root cause is unknown. Functional/performance evaluation: the device could not be functionally tested due to the returned sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the device could not be primed in the as received condition. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the returned sample condition. Per the service and repair facility, it was found that the cocking slide and sleds were deteriorated. Additionally the stylet catch release was found to be out of the revised tolerance requirement. It is likely that the stylet catch release and/or the deteriorated cocking slide and sleds contributed to the reported events. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy the device was allegedly failing to prime the second slide at times, and allegedly self-activating without pressing the button to fire at times. Another device was used to complete the procedure. No patient injury was reported.